Manufacturer narrative:
Evaluation summary: the generator was returned and analysis confirmed the customer comment that the device would not turn on unless the emergency button was pressed; the keyboard was out of specification, the button was collapsed. Analysis also found that the two side bail covers and upper and lower cases were broken and the lower case was also contaminated, as were the lead flex cover, main printed circuit board (pcb) and the battery flex and that the battery contacts were compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device will not turn on; only if the emergency button is pressed will the device come on. The device was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the device will not turn on; only if the emergency button is pressed will the device come on. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.